Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 400-500 mg/dl with no reported additional symptoms associated with an alleged intermittent power and battery damage issue with the pump. The patient reported the high bg levels after reporting the battery cap was damaged on (B)(6) 2018. Reportedly, the patient discontinued pump therapy. It could not be determined whether or not the patient received any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was using an out of warranty battery cap and the battery cap had damage to the metal contacts and the customer reported being unable to tighten the battery cap to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.